Event description:
Rep reported that the shunt was revised as a result of choroid plexus that had grown into the holes of the catheter causing some bleeding and flow issues. Surgeon believes the valve either got occluded during these events or there was something wrong with the valve. When rep picked up the valve, she pointed out what she thought was blood in the siphonguard was actually the ruby ball and cone.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion was noted at the inlet of the ruby ball. However, once irrigated the flow was normal. The device passed the programming and pressure tests. Additionally, an excessive flow rate (0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. This may explain the flow issues reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.